Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the customer would like to update the clinic outcome for this case and they provided additional information. Troubleshooting steps offered by the company were followed. This included an impedance check, which was noted to be "okay at 450pw" and no electrodes had impedances which were out of range. The stimulation was turned on at the lowest amplitude possible and built up gradually, the rep noted "cp 3/icon location 3= c+/3- no pain at 0.1 sensation felt at this level comfortably." Sub-sensory stimulation was not able to be used on cp3/location 3 c+/3- as stimulation was comfortably felt at 0.1. Troubleshooting recommended using pulse width parameter changes, reducing the pw from 210 to 150 to see if this makes and change, and the rep indicated "p1/location 1 pw 150, p2 location 2 pw 90 (as per company recommendation from clinical evidence) both c+/3-." The rep indicated that the patient was advised, if ever the sns is on for a patient, to tr ial and, if pain worsens, to turn the device off and we would refer back to patient consultant. They also noted that "p7 set active in icon location 4 and at 0.1 sensation felt in perineum, and then right leg sensation felt behind knee which was described as over sensitive and then coldness, so program was deleted. Location 4 is empty. The device was turned off and the patient was advised to keep it off to help the right knee sensation resolve. They will plan to call patient in 1 week (planned for 2025-dec-03) if no right leg sensation is felt. Patient will trial p1 location 1 to see if leg sensation can be avoided. Patient was happy with the plan and advised to call the department during office hours if any questions come up prior to their next scheduled appointment.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had an MRI head scan done on (B)(6) 2025. They had the implantable neurostimuator (ins) turned off but when patient turned the ins back on straight after MRI no pain or problems at that time. However, right-sided knee pain started that evening behind and around the knee radiating up and down the leg. The leg was painful to touch, sharp in nature "like a knife". No redness no swelling no injury observed. Patient states no pain around the ins sight. Patient states they turned the ins off however the pain has not resolved. Moreover, patient also suffered from 1 day nausea and vomiting on (B)(6). No diarrhea. Patient did not feel unwell, no cold or flu symptoms. Patient has not sought advice from the doctor concerning this pain as they stated they did not want to see the doctor as they were convinced it is to do with the ins device. Patient states the pain has begun to resolve; however, it is still there and worse at night times. Patient has not turned the ins device back on as the pain is still there. There are no retained products. It appears that the MRI scan was conducted in accordance with all guidelines and precautions to minimize risk.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were no new xrays ordered. It was unknown if the lead moved. Patient was reprogrammed. No sensation provoked through palpation with ins on, on each installed program set subsensory or with ins off. Impedance measurements none found out of range at 210pw, sitting, standing and laying supine, also no abrupt changes in impedance measurements, sitting, standing and laying supine. So none avoided, 4x custom programming installed c+, device reprogrammed using subsensory settings ensuring no discomfort when set with sitting, laying or standing, also added pulse width parameter changes, reducing pw to 90. Device also palpated with each program active and no pain reported. The battery 0-10 months. The icon location 2, c+/1- active reduced pw 90. Pt to trial to see if effective with symptom control and avoid unwanted sensations. All icon installed programs were set subsensory in sitting, laying and standing positions as patient reported a mixture of groin and abdomen sensation. The programs which couldn't be set subsensory (c+/3-) or patient reported thigh tingling (c+/1-/0-) weren't used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the patient had been in contact with the nurse's department wishing to trial their sns back on and reprogram rather than discuss consideration of sns removal with consultant, as their poor symptoms had returned. The hcp stated they would check with the consultant to find out if they were happy with this and whether x-rays of the patient's sns lead needed to be shared with [the manufacturer] to review for lead movement. Additional information was received from the healthcare provider (hcp). The hcp reported that the patient reported no pain currently. The patient was due to be discussed with the manufacturer representative (rep) to formulate a plan.

Event description:
Additional information was received from a manufacturer representative (rep) via the healthcare provider (hcp). It was reported that the patient turned their sns off on (B)(6) 2026 as their left leg started to hurt and they felt shocks. The left leg pain went away, so the patient turned their device back on (B)(6) 2026. Patient had an electrocardiogram (B)(6) 2026, turned the sns off for this, but forgot to declare sns device to staff, however transducer was not near the sns implant. Patient kept sns off and left leg started experiencing shocking sensation through the night. Sns remains off. Sns right sided s3 battery right sided. Patient advised keeping sns off but left leg pain not thought to be related to sns device as opposite side of body. Hcp told the patient they would contact the company for their specialist advice but advised the patient to contact their general practitioner for a medical review. The hcp asked if the discomfort could be related to the sns device in any way. The hcp also noted that the patient thought the left leg pain could be related to the sns device as [they] had pain in the past which started in the left leg and went to the right leg. Also, it's occurred after medical procedures. Hcp is seeing the patient (B)(6) 2026 to check the sns and will refer back to the pelvic floor consultant. The rep responded by noting that, when the patient is ready to turn the device back on, to have them follow these steps; carry out an impedance check, avoid electrodes where impedances are out of range, turn on the stimulation at the lowest amplitude possible and build this up gradually, use sub-sensory stimulation if pain worsens with stimulation, use alternative programs if required, use pulse width parameter changes reducing pulse width from 210 to 150 to see if this makes any change, and lastly, if pain worsens then switch off the stimulation and refer back to the patient's surgeon to explore next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no additional information has been received regarding the event. When asked if the implantable neurostimulator was removed/explanted the rep responded "unknown. Customer has not said."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient expressed a wish to be considered for sns removal by the pelvic floor consultant rather than trial any more programming as when pain occurs patient states "it is so severe."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was not determined or unknown even after the MRI. The xray of lead position reviewed 13/11/25, satisfactory. The patient has appointment (B)(6) 2025 to carry out and steps suggested by manufacturer. The indication for use was faecal incontinence.